Manufacturer narrative:
H3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found two devices laying over two boxes. One of the boxes shows its label with part number and lot number. There is a suture off the needle with t1 and t2. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair, the ultra fast-fix device t2 implant fell off from the meniscus. The t1 implant was removed from the patient using surgical instruments. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).